Manufacturer narrative:
Investigation in progress.

Event description:
A (B)(6) male underwent evar on (B)(6) 2013. The patient had moderate left iliac occlusive disease, moderate left calcification, and mild left iliac tortuosity. He also had mild right iliac occlusive disease, moderate light iliac calcification, and mild right iliac tortuosity. The physician placed zenith endografts with spiral-z technology. There was a type ii endoleak at the occlusion of the procedure. Post-procedure it was noted that the distal part of the bifurcated graft had a kink due to the tortuosity. Several additional stents were placed: uncovered iliac stent, uncovered iliac stent in leg/ leg extension, and a covered renal stent. A right renal covered stent was also placed.